Event description:
During a pta/stenting treatment procedure of an iliac stenosis, the wire appeared to be 'coming out of the sheath.' A 6 fr arrow sheath was in place and the physician introduced the amplatz guidewire. Resistance was encountered and difficulty crossing the lesion was experienced. The physician was withdrawing the guidewire when it was noted that at approximately 4 cm proximal to the tip, the wire was 'going out of the sheath.' The amplatz wire was removed and a second amplatz guidewire was advanced. The physician successfully placed a stent at the target lesion and the procedure was completed. The patient is reported as 'ok' following the procedure: no patient injury or complications were reported.